Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet on multiple occasions. Reportedly, the customer was non-tandem provided charging supplies to charge the pump. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer confirmed that they were able to successfully charge the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.